Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to dislocation.

Event description:
Revision due to dislocation.

Manufacturer narrative:
The engineering evaluation noted in the reported revision may have been the result of edge ear of the acetabular liner, which allowed for the ring to disassociate as the femoral head contacted the underside of the ring. However, the devices were not available for evaluation and no x-rays were provided.